Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, the customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however a cartridge alarm occurred during the load sequence with multiple cartridges. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 100-217 mg/dl range.